Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements of 2003ohms. Three months later, there was another high out of range measurement of 2014ohms. Technical services (ts) was contacted and discussed possible troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.